Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during implant of the right ventricular (rv) lead, the physician had difficulty locating a lead position with acceptable numbers. The lead was placed in several locations when difficulty in determining the helix extension/retraction occurred. The helix then took a large number of turn to extend and then very abruptly extended, which the physician thought was uncharacteristic of the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.